Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the basal iq software resumed insulin delivery. Tandem technical support told customer basal iq software was functioning as intended. The customer's blood glucose was in the 50's mg/dl. Customer declined to troubleshoot and continued to use the pump for insulin therapy.